Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The driver was examined visually under magnification. The fractured surface appearing mostly flat. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. However, based on the information received no coot cause could be determined. Related to 3025141-2025-00172.

Event description:
The surgeon inserted the locking screw and the driver tip was broken. S/he was not able to remove the broken piece and there was left in the patient body. Details of the screws used are unknown.